Event description:
It was reported that the patient presented to the emergency room after having received shocks from their implantable cardioverter defibrillator (ICD). A data transmission indicated a sensing integrity warning and episodes of oversensing on the right ventricular (rv) lead resulting in a high number of short v-v interval counts and false sensing of ventricular fibrillation. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2005 (B)(6); 5076-45 implantable pacing lead 2001 (B)(6). (B)(4).